Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe generator to perform failure analysis. The erbe generator was analyzed, but the reported failure could not be reproduced. The unit energized, cauterized, and all ports recognized instruments. Based on failure analysis, the complaint was not confirmed. .

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the erbe triggered an error, and the customer was unable to fire energy. An intuitive surgical, inc (isi) technical support engineer (tse) reviewed the logs and found repeated c-01 errors. The tse had the customer hard cycle the erbe generator and move the energy cables to adjacent ports, but the erbe generator immediately errored when the customer was trying to fire monopolar or bipolar energy. The tse suggested moving to a force triad generator or another vision side cart (vsc). The customer elected to move to another vsc. Tse walked customer through disconnecting the original vsc and connecting the replacement vsc. The customer installed the instruments and was able to fire the energy with the replacement vsc. The procedure was completed robotically with no reported injury.